Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a 5.5 pump placed to support the patient with cardiogenic shock. The pump failed to deliver appropriate flows and was removed due to the suction/low flows. When explanted, the limb had thrombus occlude the radialis artery and thrombectomy was performed. Patient survived the procedure.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. Data was not returned for review. Pump was returned cut at the catheter. Visual inspection found no issues on the pump. Dried blood around impeller. No biomaterial observed. Unable to conduct the pump run test since the pump was damaged. Clinical states pumps highest p level was 5, on higher levels suction alarms. Asked for a thrombus in cannula, comment of explant: no thrombus was seen on cannula. By explanation of the pump the a. Radialis occluded by a thrombus. Thrombectomy successful. Low flow: the root cause of low flow was unable to be determined as limited clinical details were provided and no data logs returned. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. D.9. Device returned to manufacturer date added g1 manufacturing site name was erroneously entered on the initial manufacturer device report number 1220648-2025-29833.